Event description:
During follow-up, it was not possible to interrogate the device. The issue was resolved by explanting and replacing the device. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The device was received with no telemetry and normal battery levels. Longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. Further analysis of the internal components revealed a discontinuity within the telemetry coil, which resulted in the interrogation anomaly. The field complaint of interrogation anomaly was confirmed.

Event description:
During follow-up, it was not possible to interrogate the device. Further information was requested; was not received. The patient was in stable condition.